Event description:
It was reported that during the implant procedure, the physician attempted to reconnect the lead to the pulse generator but the setscrew would not rotate properly. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.